Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient approximate weight is (B)(6) pounds.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that he was still sore from the procedure. His device would not give him the settings we wanted and patient was transferred to technical services. The patient was on the right side was able to change to the left side but when he was increasing he saw a message. The patient was told to take the batteries out of the controller but it didn't resolve the message. The patient stated when he touches ok screen 59 does not go away. The patient was asked to try to lock the controller and said when he touched lock controller nothing happened. Patient services had patient take the batteries out then put them back in. Patient stated he unlocked controller and the therapy screen flashed then went to screen 59. Patient stated when he touches ok nothing happens. The patient reported a day later that their device was not working a day prior to this call. He was told that they believe the lead wire/s have moved and troubleshooting did not resolve the reported issue. The patient called his doctor and left a message and is waiting to hear back. No further complications were reported/anticipated. The patient indicator for use were for urgency frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that patient has since been implanted with permanent device and was happy with his trial results.